Event description:
A surgeon reports that following an enhancement lasik procedure over an iol implant on a patient's left eye, the patient experienced an aberrant outcome and will now possibly require a second enhancement. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).